Event description:
A customer reported she received the following erratic readings on her blood glucose meter: 405 mg/dl, 229 mg/dl and 119 mg/dl. The readings were reportedly obtained within ten minutes. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
The patient underwent the coil embolization of a right carotid terminus aneurysm during which six coils were successfully implanted. Post procedure the patient suffered an embolus in the right middle cerebral artery territory and was given medication, type and dose were not disclosed. The event was considered resolved two days later with no residual effect. The physician related the embolus to the index procedure, the aneurysm and the coils. Four days post index procedure the patient suffered a transient ischemic attack (tia) that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. Six days post index procedure the patient suffered another tia that was treated with medication, type and dose were not disclosed. The tia was considered resolved the same day with no residual effects. The physician relates the tias to the index procedure and the coils. No other information was provided.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were located outside the ten minute timeframe. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.